Manufacturer narrative:
The sonicare brush head is an accessory to the diamondclean smart power toothbrush. The brush head serial number is not available, as the product has not been returned for investigation. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that the brush head of their diamondclean smart power toothbrush falls off in their mouth.

Manufacturer narrative:
Second brush head received; same model with serial # (B)(4) manufacture date 04/03/2017. The root cause of the customer's complaint is loose tufts.

Event description:
Consumer called stating that tufts from the brush head are falling off in their mouth. No injury reported.